Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the insulin pump and transmitter. The customer also reported a sensor signal not found alert. No harm requiring medical intervention was reported. Troubleshooting was performed, and the issue could not be resolved. The customer will discontinue the use of the device and the transmitter will be returned for analysis.